Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator had an alarm indicating high oxygen concentration. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer declined service/ repair of the device. It was reported that the customer replaced the sensor and the unit was returned to use. No further information provided.